Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 100 mg/dl. The customer stated that the buttons may have been pressed while the device had been in his pocket. He also noted that the weather where he lives is hot but that he could not think of any other event leading to the alarm. He was able to clear the alarm but now his esc and act buttons no longer responded. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.